Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. During battery testing a low battery was identified. The cause of the condition was undetermined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.